Event description:
Patient presented to the physician, post-implant procedure, with a hematoma at the neck incision site. Physician brought the patient into the operating room and evacuated the hematoma.